Manufacturer narrative:
In a follow up with the customer, the customer replied that she did not witness any smoke, fire, sparking, or melting. The customer stated the breach in the transformer housing happened above the middle line where the two sides are fused together. She also stated that she can see the screw through the hole that is meant to keep the transformer housing together. The customer also indicated that she would return the product. However, as of the date of this report, the product has not been received. Should the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported a breach in the transformer housing.